Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously omitted the "date of this report" on MDR submission 2518422-2022-01149. The corrected date of the report is (B)(6) 2022. Please see section b4 for this updated information.